Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that intra-operatively when an attempt was made to perform 3d imaging during the operation, the 3d imaging stopped immediately after the start, and the error message ¿early termination of the 3d scan has occurred. Please ensure that the image acquisition switch is pressed throughout acquisition. If problem, please contact medtronic technical service.¿ was displayed. Even though the system was restarted and tried again, the same event occurred. The procedure was completed without the use of the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative visited the site and the reported event was confirmed at the visit. 3d imaging sometimes stopped right after the start and sometimes stopped a few seconds after the start. The error log showed that error 16, error 32, and error 41 developed. Even though use of generator control board, reconnection of generator interface connector and replacement of power supply ps1 were attempted, the event was not resolved.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, it was reported that the phenomenon at the time of visit was not reproduced. The phenomenon was not reproduced even though the 3d imaging test was performed about 30 times. The waveform was checked with an oscilloscope, but no problem was seen.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.